Event description:
Our office in another country received a report from the ministry of health regarding a male patient who experienced a corneal abcess following the use of the private label multipurpose solution. The event required a corneal transplant with an amniotic membrane. The original reporter was affiliated with the hospital where the patient was treated. Batch record reviews were correct and without remarkable incident. Additional information has been requested.

Manufacturer narrative:
Batch record reviews were correct.